Event description:
Upon final check, it was noticed that one eclipse homepump, lot 0202660992, model #252500, filled with meropenem 500 mg/ns 125ml, was leaking at the top of the reservoir under the top white portion with the add-port around the gray ring. Dose removed from dispensing.